Event description:
User alleges they had one event of excessive blood splash, due to needles being difficult to engage into the needle protection device.

Manufacturer narrative:
Results evaluation codes: a complete investigation is not able to be performed as the user facility did not save the sample or record the lot number or the catalog number of the device used. A search of our complaints database reveals that we have not been receiving reports, of this nature, on this product family. With no catalog number identified we are unable to determine which instruction for use (IFU) they are using. There is a possibility that this is a technique issue of either trying to engage a bent needle or of not trying to engage the needle into the pro on a flat surface. Both of these issues are identified in our IFU's.